Event description:
Philips received a complaint from the customer reporting the v60 ventilator displayed a black screen and generated an error message. The device was in clinical use. There was no report of harm. The device was exchanged for another ventilator to continue patient therapy. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue. The bme reported the device generated the message: unable to ventilate. The bme provided the event log for review. Diagnostic code 1009 - pressure regulation high was confirmed. The rse advised the bme of the device service manual recommendation for the issue. The bme requested and was provided the part details for a replacement data acquisition (da) printed circuit board assembly (pcba). The customer bme contacted the rse and reported that the air flow sensor assembly was replaced and the issue was resolved. The device was operational and returned to service after repairs were completed.